Event description:
It was reported that the right ventricular lead showed trends of small r-waves since implant. T-wave oversensing was observed during an episode of non-sustained tachycardia. Testing was performed that assessed the sensing was appropriate. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.